Event description:
It was reported that the lead was unable to get adequate thresholds at implant. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Blood/body fluid was noted on the distal conductor (not obstructed). Full lead returned and analyzed.